Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported not getting a non-delivery signal. The caller stated that the alarm history was reviewed and found multiple no delivery alarms for the month. The blood glucose reading was 283mg/dl. Troubleshooting was performed, and the insulin pump failed the high pressure test twice. Advised the caller that the insulin pump would be replaced.